Manufacturer narrative:
Beckman coulter field service engineer (fse) confirmed that the loose fitting caused the mix bar to slowly slip off the motor to a point where the mix bar was not turning anymore even if the motor was. The fse advised the customer that it is their responsibility to replace the mix bars and make sure they are functioning properly as per instructions for use a98352ac chapter 6 maintenance table 6.1. The fse replaced the mix bars to resolve the issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous sodium (na), chloride (cl) and potassium (k) ion-selective electrolytes (ise) patient results on their au5800 clinical chemistry analyzer (pn b23280, sn (B)(6)). Service was dispatched. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or patient demographics.